Manufacturer narrative:
(B)(4)

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. Approximately two months postoperatively, the lens vaulted and the pt experienced a sudden onset of blurred vision. The pt's current uncorrected visual acuity is 20/200 and pinhole correction is 20/40 with mr -1.75 - 2.75 x 011. The slit-lamp examination revealed the iol was implanted in the capsular bag but with capsular fibrosis, pco and stress lines. The lens was tilted anteriorly at the 6 o'clock position. The lens remains implanted, however, a yag capsulotomy, surgical lysis of fibrous bands, and lens exchange are being considered.